Event description:
Edwards received notification from field clinical specialist that a 23mm sapien valve has failed with aortic stenosis symptoms after an implant duration of approximately 7 years.  A viv procedure occurred with a 23mm non-edwards device.  Per the medical records, the patient was admitted for acute chf exacerbation following a planned heart catheterization.  The 23mm valve was found to be stenotic, mean gradient of 32mmhg and ava 0.5cm2.  The patient also had a decrease in ef. The patient was treated for heart failure, a-fib with rvr and on 08/28/2020 transferred to a different facility in cardiogenic shock with bradycardia and hypokalemia for possible tavr. The viv tavr performed with a non-edwards prosthesis.  The patient was stable post viv tavr.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the root cause of the stenosis and increased gradient across the sapein 3 valve remains indeterminable confirmed; however, per report, it could be related to patient factors, (diabetes, chronic kidney disease, and pulmonary htn) and the progression of the patients underlying valvular disease pathology. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from field clinical specialist that a sapien 23mm transcatheter failed with aortic stenosis symptoms after an implant duration of approximately 7 years. The patient is planned for a viv procedure with a 23mm non-edwards valve. No additional details were provided.